Event description:
It was reported that during a da vinci-assisted inguinal unilateral hernia surgical procedure, the monopolar curved scissors (mcs) jaws were not opening properly. The customer tried reseating the drape and swapped out the instrument with a backup instrument however the issue remained. The technical support engineer (tse) reviewed the system logs and found no errors. The tse recommended the customer to move the mcs from universal surgical manipulator (usm4) to usm2 and observe if the instrument would respond as it could have been a drape/sterile adapter issue. The customer confirmed all other instruments worked fine and would attempt to move the instrument towards the end of the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 01-june-2002; the customer abandoned one of the arms during the procedure and completed the procedure with the remaining 3 arms. The system powered on without any issues or errors. A universal surgical manipulator (usm) was abandoned as the arm was not functioning as intended. The master tool manipulator- right (mtmr) seemed slower than usual however the surgeon was able to complete the procedure with the mtm.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the right master tool manipulator(mtm2) on the surgeon side console (ssc). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the mtm2 involved with this complaint and completed the device evaluation. Failure analysis investigation was able to be reproduce the customer reported complaint during visual inspection. Both grip levers will be replaced as a fix. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.